Event description:
It was reported that during a renal the staples misfired and caused bleeding on the patient. Opened another instrument and same problem happened. Had to oversew the vessels with suture. Case was completed. No reported adverse event on patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: the first instrument was used with a white cartridge over the renal artery. Apart from the surgeon noting that when it was handed to them to fire , the cartridge was not seated properly within the jaw of the instrument. This was rectified by the surgeons, fired with no issue. A second new instrument was used for the renal vein as is the surgeons normal practice. The instrument was placed over renal vein, closed, fired and opened. Upon releasing the instrument, the surgeon noted bleeding from the staple line. This was a hand assisted donor nephrectomy so the surgeon was able to place her fingers over the bleeding site to stem the flow. There was about 100ml of blood loss at this stage. Staple line was oversown with suture and haemostasis achieved. Approx 300ml of bloodloss in total once this was done. Device was not fired over any clips or existing staple line. White cartridge was used on both occasions. No unexpected noises were heard upon firing, all handles returned to normal positions once firing and opening occurred. No difficulty removing device from tissue. No transfusion was required . Patient is doing well. Surgeon did note that staples remaining in the cartridge post firing did not have a good "b" shape upon inspection but looked quite deformed. The analysis showed that device (a) was received in good visual condition and with a tr35w cartridge reload. The cartridge was received partially fired 3/4 and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition and with a tr35w cartridge reload present. The reload was received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # (B)(4) (mfg date: 04/23/2013 exp date: 03/23/2018). (B)(4).